Manufacturer narrative:
(B)(4).

Event description:
Additional information again stated the ¿issue was completely resolved as it was due to a lead configuration mistake from the doctor.¿

Event description:
It was reported the patient experienced ¿less than 50% therapy relief¿ with her ¿right side implant¿ and a ¿loss of stimulation/therapeutic effect.¿ it was stated the patient¿s ¿beneficial effect never lasted.¿ it was noted the patient¿s physician had experienced ¿difficulties to set good stimulation parameters.¿ it was stated the patient had seen her physician several times to get different stimulation settings. It was reported that during the patient¿s latest visit it was found the patient had a ¿high impedance on one side.¿ it was further reported the high impedance was ¿>40000¿ ohms. It was stated the cause for the impedance issue was unknown and that an x-ray ¿showed nothing.¿ it was noted that since the patient had been ¿only implanted for three months,¿ the patient¿s physician was to ¿perform a revision, starting with checking the extension.¿ additional information reported the revision was performed as scheduled and reportedly ¿resolved¿ the issue. It was stated the reason for the high impedance was that the lead configuration was ¿not correctly set.¿ it was further stated that ¿after adjust the correct lead configuration¿ the high impedance issue was resolved and ¿programming could be performed successfully.¿ a supplemental report will be filed if additional information is received.